Event description:
It was found membrane broken during the first use. Blood flow rate: 200ml/min. Tmp: 50mmhg. Machine: ak-90. No blood loss for the pt. No pt harm. No medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed.